Manufacturer narrative:
The device was returned for eval. An external co performed some measurements on the device. According to the results of the tests, the product is in conformity with our specifications. The implant involved in this complaint is an old design of the device. A design change was implement to reduce the gap between the conical insert and the snap off part (reduced from 3/10 to 10/10) to improve the strength of the snap off part of the implant. Based upon the description of the event the finding of the device inspection a root cause could not be determined. Possible root causes may include the following: 1. Additional training on the handling of the device. 2. The implant may have been positioned incorrectly on the impactor. The implant may not have been flush to the extremity of the impactor. A corrective action has been deemed unnecessary.

Event description:
The kalix ii implant snapped prematurely. The device before the pressure of the trigger, when the implant was not fully inserted. After the device had broken, another implant was used (size 2 instead of size 1, batch number e15p). The distributor's sales rep was present at the surgery.